Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacture's (lm) review of the customer cleaning disinfection and sterilization (cds) processes, the device evaluation and the lms final investigation. The lm reviewed the customer provided the cds processes where it was found that a reprocessor was used, but it is unknown what kind of endoscope reprocessor was used, and the details of the "disinfection with an endoscope reprocessor" are unknown, such as whether there was something wrong with the device. The device was evaluated where no abnormalities were found that could have led to the positive culture. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. The reported event was not confirmed as the scope was not microbiologically tested by olympus and the user third-party culture result report was not shared. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that, during reprocessing, the colonovideoscope tested positive for bacillus bacteria at the tip of the insertion tube. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.